Event description:
It was reported that the user experienced a persistent restart alert 28 on the ilet, restarted the device multiple times, and observed high blood glucose, after which a replacement was arranged and the user transitioned to backup subcutaneous insulin therapy. Symptoms included hyperglycemia with a reporting "high" over, 400 mg/dl. Fingerstick later reported 252 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a battery thermistor range issue and restart malfunction, and the device required replacement. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.